Manufacturer narrative:
There is insufficient information to rule out a product malfunction; no audio was emitting from the external speakers. The remote service engineer had the customer run some tests to determine the root cause of the issue. The customer later called back and confirmed that the issue was resolved by enabling the speaker in their operating system. It is unknown if a philips employee was responsible for the speaker configuration.

Event description:
The customer reported that audio was emitting from the display but not the external speaker. The device was in use on a patient. There was no report of patient or user harm.